Event description:
It was reported that the user received an occlusion alert while using the ilet, with dexcom g7 sensor glucose reading 363 mg/dl and a concurrent manual fingerstick of 290 mg/dl, and the alert was resolved only after a full supply change that proceeded normally without observed leakage or site issues. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included device alarm notification without medical intervention or hospitalization. Investigation of this case revealed a suspected flow restriction consistent with an insulin delivery occlusion associated with the infusion set or related disposable components, which resolved after replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set occlusion related to disposable component performance.